Manufacturer narrative:
(B)(4) (sn (B)(6)). The returned lead was analyzed and visual inspection revealed that the top four electrodes were separated from the distal end. The cables were exposed at the damaged portion of the lead. The fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed. It appeared that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
It was reported that during lead removal, the trial lead was fractured and there were contacts that were separated from the lead outside the epidural space before that lead was fully removed. X-ray was taken and the contacts were removed from the patients body. The patient was doing well postoperatively.

Event description:
It was reported that during lead removal, the trial lead was fractured and there were contacts that were separated from the lead outside the epidural space before that lead was fully removed. X-ray was taken and the contacts were removed from the patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7197139.